Event description:
Provider states physical abuse by the end user, has broke the pins on the back. Customer service has advised provider contact motion concepts.

Manufacturer narrative:
Follow up to be sent if additional information is received.